Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported a cartridge alarm (cartridge alarm 1) and an occlusion alarm occurred. Additionally, the battery was observed to be fluctuating. The customer's blood glucose 278 mg/dl. The customer changed the cartridge resumed insulin delivery.